Event description:
The physician reportsthat during surgery with attempted implantation of the crystalens with the microstaar lens injector system, the lens haptic became kinked. The haptic caught on the posterior capsule and tore the bag. Vitreous fluid was lost and a vitrectomy was performed. The incision was enlarged in order to remove the damaged lens and a different lens model was implanted successfully in the sulcus.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the reported event of capsular bag tear was related to a kinked lens haptic secondary to use with the lens injector system.